Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that they were not able to hear beep or alarms. Customer also stated when on the insulin pump performed self test the customer was not able to hear tones as tone was very soft. Customer also stated that the customer was having trouble to hear the beeps. Customer was assisted with troubleshooting but, the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.